Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of the device history record (DHR) was performed for the reported lot number, and no abnormalities or non-conformances were noted during the in process or final product inspection. No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: reason of complaint: venous bloodline disconnected from venous catheter port. Dialog also had sad alarm. Description of measures: sad alarm and venous bloodline disconnected to patient catheter. Patient (initials ws), hx seizures, esrd, hiv + had 2 hrs of hd treatment out of 4.5 hrs. His venous bloodline disconnected from his venous port of his catheter. The dialog+ machine alarm was a sad alarm. Patient presented with low bp and unresponsive. Staff acted appropriately (oxygen n/c, trendelenburg position, ns administered, ems activated). Ns administration presented the patient's bp in the low 100's systolic. Once the paramedics arrived, he was able to verbalize the hospital of preference.